Event description:
It was reported, a patient injury occurred while using the electrosurgical generator and resection electrode. The patient was losing blood after a hysteroscopy, dilation and curettage-n/d and was transferred to a hospital. The patient reportedly required medical intervention, but no other details were provided. The doctor was using a medium loop, with standard settings and the procedure was completed with the same devices. The product did not fail. In addition, the generator worked as intended and will not be returned. The resection electrode was discarded. There was no error message observed. The device was inspected prior to use as per instructions for use. Additional information was requested but no further information has been received at this time. This report is related to the following linked patient identifier: (B)(6).